Manufacturer narrative:
No report of patient involvement. Date of manufacture was not available at the time of filing. Ge healthcare issued a quote for troubleshooting and repair of this system but the quote was not accepted by the customer. No further information is available regarding the resolution of the issue.

Event description:
The hospital reported that, machine restarted automatically. There was no reported patient involvement.